Event description:
Additional information was received indicating diagnostic imaging was performed and no anomaly was observed.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. Provocative testing was performed and the noise was unable to be reproduced. The physician suspected ra lead damage, however, the results of the diagnostic imaging are not available at this time. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.